Event description:
I had a birth control essure put in me. Right after surgery I started having pain in my legs and lower back. Dr sent me to physical therapy. And I'm still in pain till today. Now, I need to have a total hysterectomy.